Event description:
It was reported that the patient presented to the emergency room on (B)(6) 2026, due to elevated blood glucose levels after approximately 4-24 hours of pod wear on the leg. Blood glucose values were reported at approximately 220-230 mg/dl. Reported symptoms included stomach discomfort and small to moderate ketones. The patient was diagnosed with hyperglycemia and was treated with intravenous fluids, with bloodwork also conducted. The patient returned home the same day. It was further reported that the skin at the infusion site was observed to be red and bruised with possible bleeding following the incident.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 18.7 hardware: iphone14.7 cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.